Manufacturer narrative:
As reported, blood stain marks were found on the firing handle of the sorbafix device. Video provided shows reported stains present on the housing of the device. Video does not assist in determining root cause. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. If/when the sample is returned and evaluated a supplemental MDR will be submitted to document the evaluation results. A review of the manufacturing records was performed and found the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an ipom procedure, it was identified that blood stain marks were found on the firing handle of the sorbafix enhanced fixation device. It was reported that the outer packaging was intact and fully sealed at the time when the product was received. There was no patient injury.

Manufacturer narrative:
As reported, blood stain marks were found on the firing handle of the sorbafix device. Video provided shows reported stains present on the housing of the device. Video does not assist in determining root cause. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. If/when the sample is returned and evaluated a supplemental MDR will be submitted to document the evaluation results. A review of the manufacturing records was performed and found the lot was manufactured to specification. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample confirmed the foreign matter-device contamination, but the root cause could not be determined. The source of the foreign matter is not identified as a part of the components or material used and is not representative of the device during the manufacturing process of sorbafix enhanced fixation device. Based on DHR review, no discrepancies were reported either at the final assembly or the packaging/sealing inspection process that could be related to condition evaluated. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an ipom procedure, it was identified that blood stain marks were found on the firing handle of the sorbafix enhanced fixation device. It was reported that the outer packaging was intact and fully sealed at the time when the product was received. There was no patient injury.